Manufacturer narrative:
The reported event of helix mechanism issue ¿helix did not extend properly¿ was confirmed. As received, a complete lead was returned in one piece. The helix was partially extended and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix could be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported events of helix mechanism issue ¿helix did not extend properly¿ was isolated to the helix being clogged with blood/tissue. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was noted that the patient present for an implant procedure. During the procedure, it was noted that the left bundle branch lead was difficult to advance when the lead body was turned toward the left bundle branch from the ventricular septum. It was also observed that the lead helix was partially retracted and did not extend properly. The lead was not used and replaced during the procedure. There were no patient consequences.